Event description:
It was reported there was a power on reset (por) condition. It was confirmed it was an informational por. The patient noticed the por last night and called a manufacturer representative today to inform her. Additional information received the same day reported the patient was concerned they were not able to clear the por though it was confirmed with the manufacturer representative that it was cleared and the patient had turned stimulation back on with his recharger. It was noted this was the first time the patient had a por event. Additional information received three days later reported the ¿!¿ and ¿call your doctor¿ icon accompanied the por. The patient was unable to identify any area of high electromagnetic interference (emi). The only symptom the patient experienced was anxiety when he was concerned that he could not recharge his battery. The patient could see that his battery was recharging. He was instructed to note if he had been in a different area or anything unusual if he saw the por message again. Refer to mfg report # 3004209178-2014-00674 for the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3387ies, lot# n24786, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3387ies, lot# n24786, implanted: (B)(6) 2001, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).